Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The handle was received attached to a reload. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The attached reload was successfully detached from the handle. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery, there was poor staple formation. The stapler got stuck before the end of stapling and it resulted incomplete staple line with no transection. The stapler was removed and the same device from another lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was poor staple formation centrally. There was blockage in the handle with incomplete stapling of the right pulmonary artery, without section.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.